Event description:
There were no technical problems with the stent or coiling procedure. Patient had several hypotensive episodes for which anesthesia were slowed to correct. Patient developed water shed infarcts which she was recovering from, but due to the necessity of anticoagulation stent in place stroke converted to hemorrhagic stroke resulting death. Additional information indicated that the patient underwent treatment of two aneurysms that extended from the terminus carotid to the (pca) posterior cerebral artery and terminus carotid to the (mca) middle cerebral artery. Two stents were placed at the sites and three coils were deployed at the site. All went well with the case, but during the procedure, due to anesthesia, the patient's blood pressure bottom out, and there were infarcts in the cerebellar and the opposite side. During the event, the patient was taking back for angiograms, and the stent were patent without thrombus. The cause of the event was hypoperfusion caused by anesthesia.

Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2010-00214 & # 1058196-2010-00215.additional information will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2009, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, this patient presented to the hospital with belly pain. Imaging revealed a proximal type I endoleak. A reintervention occurred whereby three aortic extender components were implanted to treat the endoleak. The endoleak was resolved.

Manufacturer narrative:
It was reported that during an enterprise stent assisted coiling of two aneurysms with no technical problems, due to anesthesia, the patient had several hypotensive episodes and the "blood pressure bottomed out" and was slow to be corrected. Due to this, there were infarcts in the cerebellar and the opposite side. The patient developed water shed infarcts which she was recovering from, but due to the necessity of anticoagulation secondary to the stents in place, the stroke converted to a hemorrhagic stroke resulting death four days post procedure. During the event, the patient was taken back for angiograms, and the stents were patent without thrombus. The procedure was treatment of two aneurysms that extended from the terminus carotid to the (pca) posterior cerebral artery and terminus carotid to the (mca) middle cerebral artery. Two stents were placed, one at each site and three coils were deployed. All went well with the stent placement and coiling procedure. The cause of the event was reported as hypoperfusion caused by anesthesia. (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01420433. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Manufacturing records for lots 01420433/ 01417761 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc) (B)(4), and the results indicate that the stent shipped meets specified release requirements. Additional DHR review for the stent parylene coating per scs (specialty coatings systems) (B)(4): specialty coating systems did review the traveler history records relative to the manufacturing and inspection of lots 9061798 and 9061798. The traveler history records indicate that lots 9061798 and 9061798 were processed in accordance with the established process of parylene coating enterprise stents at specialty coating systems and was determined acceptable. Stroke as listed in the instructions for use is a known potential adverse event related to neurovascular procedures. As reported, severe hypotension secondary to anesthesia resulted in the water shed strokes. Hemorrhagic conversion of stroke after restoration of perfusion is a known occurrence in the setting of an infarcted brain. Because of the loss of normal autoregulation in the vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, the risk of hemorrhage will occur with return of normal blood flow and is increased in the presence of anticoagulation. With review of the information patient factors and identified hemodynamic and pharmacological factors contributed to the event. There is no indication that the reported events are related to any device design or performance issues. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2010-00214 & # 1058196-2010-00215.